Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the stimulation issues and pressure was unknown. At the post-op appointment the patient complained of the same issues since having the revision. Programming adjustments were done reducing the rate to two and the patient stated it felt better. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling stimulation, and subsequently not getting any pain relief. The rep said it was unknown what factors may have led to the issue. The rep met with the patient on the day of the report to do some reprogramming. The patient was only feeling pressure and not stimulation with their ins system. The patient said they were not getting any pain relief. The rep said the patient had a post op appointment on (B)(6) . The rep hoped that the reprogramming helped but if not they would have discussions on next steps. It was noted that the issue was not resolved at the time of the report. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had her leads revised on (B)(6) 2018. The rep assumed the patient was doing well. The patient had a post-operative appointment on (B)(6) 2018. No further complications were reported.